Manufacturer narrative:
Additional information: block b3. Correction to block b5. Block b3 date of event: the exact event onset date is unknown. The provided event date of september 7, 2018 was chosen as a best estimate based on the date mesh exposure was noted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient codes e2006, e2330 and e1405 capture the reportable events of exposed graft, vaginal and back pain, and dyspareunia. Impact code f2303 and f1903 capture the reportable events of medicines taken and mesh removal conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that a solyx sis system device was implanted into the patient during a miniarc solyx sling with transvaginally procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence with loss of ureterovesical angle and positive marshall test. Medical history included smoking, endometriosis, and generalized anxiety disorder. During a follow up visit on (B)(6), 2018, the patient reported that she felt a slight rough area vaginally when she wiped herself. A careful vaginal exam revealed a little bit of the graft that was exposed underneath the vaginal mucosa. There was no evidence of infection, tenderness, inflammation or fluctuance. The urethra was in good position and there was no significant hypermobility. From a continence standpoint, the patient had improved and there was no pain, so the physician decided not to excise the exposed graft so as not to jeopardize the fairly good postoperative result on (B)(6), 2018, the patient was reevaluated for the mesh exposure. An examination of her perineum revealed graft exposure, but it was not infected or tender and there was minimal rotational descent of the urethra under. The patient was advised to use estrace cream daily for a month with some bacitracin. If needed, a flap advancement might be amenable in her situation as her tissues looked healthy and it did not look like there was a component of severe atrophic vaginitis. On (B)(6), 2019, the patient presented to the emergency department with vaginal pain. The patient had been having vaginal pain for several weeks and was advised to start using estrace cream but the pain did not improve. She also experienced back pain on the left side that traveled down the left leg which was noted as being consistent with sciatic. She reported she was unable to have intercourse 2 nights previously due to vaginal pain. Regarding her subacute vaginal pain, she has been told she needs a graft repair. Vaginal exam revealed what feels like exposed graft immediately abutting the introitus which would explain the pain with intercourse. On (B)(6) 2019, the patient reported the implant never helped improve her sui symptoms, she had been experiencing left-sided pain since the procedure and dyspareunia. Exam confirmed persistent mesh exposure. On (B)(6), 2019, office cystoscopy was negative for any mesh erosion into the gu tract. On (B)(6), 2019, the patient underwent transvaginal sling incision and cystourethroscopy for vaginal mesh exposure. On exam under anesthesia, she had a 1 cm area of mesh exposure in the midline under her mid-urethra. Upon dissection of the left arm of the sling, the barbed mesh carrier on the left was no longer in the transobturator membrane and was within the left lateral vagina. The sling was removed. On (B)(6), 2019, the patient was seen for a follow-up visit. She reported suprapubic discomfort since surgery, frequency, improved urgency on oxybutynin, and unchanged sui since the surgery. Exam revealed no mesh exposure and that the sutures were intact. On (B)(6), 2021, the patient had a telehealth visit for persistent pelvic pain. She reported her "bladder had dropped" and her surgeon indicated she would continue to experience pain until she had surgery, but she deferred her surgery due to the pandemic. On (B)(6) 2021, the patient had videourodynamic evaluation. Diagnostics showed she had normal bladder compliance. She had terminal detrusor overactivity with urinary incontinence. She demonstrated stress incontinence with both cough and valsalva. She had a small bladder capacity. The impression was detrusor overactivity with urinary incontinence, small bladder capacity and stress urinary incontinence. She describes symptoms of urge predominant mixed urinary incontinence. Discussed the treatment options for her oab and urge incontinence which include continued medication therapy vs 3rd line therapies such as botox injections, ptns, or interstim placement she would like to consider 3rd line therapies and was provided with reading material on each. In the meantime, will try switching her medication to myrbetriq 50 mg daily.

Manufacturer narrative:
Additional information: a2, a4, b2, b3, b5, h6. Block b3 date of event: it was reported that the symptoms started five months after the implant. Therefore, the event date was approximated to (B)(6) 2018. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e2006, e2330, e1405 capture the reportable events of erosion, vaginal and back pain, dyspareunia. Impact code f1903 captures the reportable event of mesh removal conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a miniarc solyx sling with transvaginally procedure performed on (B)(6), 2018 for the treatment of stress urinary incontinence with loss of ureterovesical angle and positive marshall test. Five months after implant surgery, patient had been having vaginal pain for several weeks and not having intercourse due to this. She was advised to start taking estrace cream but did not improve. She also experienced back pain on the left side. The patient had chronic pelvic pain related to previous bladder surgeries and was taking medication. The patient stated that the graft was hanging out of her vagina and was told that she needs to have corrective surgery. She was initially treated with estorgen vaginal cream and observation. This did not help improve the exposure. The implant never helped improved her sui symptoms. On (B)(6) 2019, the patient underwent mesh removal surgery.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient went to the emergency department on (B)(6) 2019 due to a symptom. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient codes e2006, e2330, e1405 capture the reportable events of erosion, vaginal and back pain, dyspareunia. Impact code f2303 and f1903 capture the reportable events of medicines taken and mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that a solyx sis system device was implanted into the patient during a miniarc solyx sling with transvaginally procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence with loss of ureterovesical angle and positive marshall test. Medical history included smoking, endometriosis, and generalized anxiety disorder. On (B)(6) 2019, the patient presented to the emergency department with vaginal pain. The patient had been having vaginal pain for several weeks and was advised to start using estrace cream but the pain did not improve. She also experienced back pain on the left side that traveled down the left leg which was noted as being consistent with sciatic. She reported she was unable to have intercourse 2 nights previously due to vaginal pain. Regarding her subacute vaginal pain, she has been told she needs a graft repair. Vaginal exam revealed what feels like exposed graft immediately abutting the introitus which would explain the pain with intercourse. On (B)(6) 2019, the patient reported the implant never helped improve her sui symptoms, she had been experiencing left-sided pain since the procedure and dyspareunia. Exam confirmed persistent mesh exposure. On (B)(6) 2019, office cystoscopy was negative for any mesh erosion into the gu tract. On (B)(6) 2019, the patient underwent transvaginal sling incision and cystourethroscopy for vaginal mesh exposure. On exam under anesthesia, she had a 1 cm area of mesh exposure in the midline under her mid-urethra. Upon dissection of the left arm of the sling, the barbed mesh carrier on the left was no longer in the transobturator membrane and was within the left lateral vagina. The sling was removed. On (B)(6) 2019, the patient was seen for a follow-up visit. She reported suprapubic discomfort since surgery, frequency, improved urgency on oxybutynin, and unchanged sui since the surgery. Exam revealed no mesh exposure and that the sutures were intact. On (B)(6) 2021, the patient had a telehealth visit for persistent pelvic pain. She reported her bladder had dropped and her surgeon indicated she would continue to experience pain until she had surgery, but she deferred her surgery due to the pandemic. On (B)(6) 2021, the patient had videourodynamic evaluation. Diagnostics showed she had normal bladder compliance. She had terminal detrusor overactivity with urinary incontinence. She demonstrated stress incontinence with both cough and valsalva. She had a small bladder capacity. The impression was detrusor overactivity with urinary incontinence, small bladder capacity and stress urinary incontinence. She describes symptoms of urge predominant mixed urinary incontinence. Discussed the treatment options for her oab and urge incontinence which include continued medication therapy vs 3rd line therapies such as botox injections, ptns, or interstim placement she would like to consider 3rd line therapies and was provided with reading material on each. In the meantime, will try switching her medication to myrbetriq 50 mg daily.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.